Manufacturer narrative:
Device evaluation summary device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functional testing. The cause of the failure was isolated to broken solder connections on processors u901 on the monitor c/a board, which caused an intermittent loss of the driven ground and ECG reference signals. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor failed incoming functionality testing.